Event description:
Information received a smiths medial cadd solis vip pump 2120 was received with a dso (downstream sensor obstruction) the unite received back still reported failing volume test, @~17.5ml device was recently serviced for same issue, reported was failing at 17.4ml and now is failing at 16.5ml. No patient adverse event reported, as event occurred during testing. .

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed some evidence of the reported problem. To further investigate, a functional test was performed. The customer's problem was confirmed. The complaint was verified but not related to the previous issue. The device failed downstream occlusion, high pressure calibration test, and alarmed cassette not attached properly when latched with cassette. It was determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor was replaced.